Event description:
It was reported by the user facility that a pt underwent a catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f procedural sheath (model unk). There was no report provided in regards to the pre-procedural femoral angiogram. Following the procedure, the deployer (unk name and training status), selected the mynx cadence to close the femoral artery. It was reported that the device was deployed but when the sheath was pulled out, the sealant came out with the sheath. It is unk how hemostasis was achieved. No further info was provided.

Manufacturer narrative:
The catheter shaft and shuttle cartridge were inspected for presence of kinks and deformity that may have obstructed the device path during deployment. No anomalies were observed. A number of component features were measured that may have contributed to the incident. All features were found within specification. The root cause of the reported failure could not be conclusively determined. The review of the lhr (lot f1116801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the design/process fmea confirmed that the failure mode is identified in the risk management document.